Manufacturer narrative:
Event date has been updated from 11july2023 to 10july2023.

Event description:
It has been reported that during a patient use event, the user stated the shock button did not turn on/light up when the device indicated a shock was necessary. A second fr2 device was used, and the patient survived. Information for the second fr2 used has been requested but no information was available.